Manufacturer narrative:
(B)(4). After a site visit by a baxter field service technician on 10/21/2015, the under infusions experienced during testing were confirmed. The cause of the failed testing was attributed to improper test procedure which includes insufficient head height and a lack of resolution in the weighing of the test samples.

Event description:
It was reported that a spectrum pump was under infusing during preventive maintenance testing. It was also reported there was no patient involvement.